Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient's 180 day imaging on (B)(6) 2024 showed that the artisse device had compacted since the last angiographic assessment. No symptoms or actions taken were reported in association with the device compaction. The site reported the aneurysm was fully occluded per their assessment - raymond & roy occlusion class 1 and web occlusion score class a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that during the procedure, the rist radial access catheter did not provide adequate support independently with noted kickback. Extra stabilization was provided with a non-medtronic stiff guidewire after which the rist was used to successfully complete the procedure as intended.  No associated patient symptoms or injuries were reported. It was noted the patient baseline aneurysm symptoms included localized headache. The patient was undergoing a procedure to treat an unruptured left middle cerebral artery (mca) saccular aneurysm. The aneurysm max diameter was 5.2mm and the neck diameter was 3.2mm. Medtronic received a report of a rist radial access catheter did not provide adequate support. The back push and extra stabilization via terumo stiff was required. The location of aneurysm in the vessel was the bifurcation branch. Additional aneurysmdimensions: dome height 6.8 mm and dome width: 3.7 mm. Significant stasis was noted at the end of the procedure. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was class 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during probing of the distal cervical aci segment via a guiding catheter (rist 079), back push occurred due to elongated vessels that led to instability of the guiding catheter.